Event description:
A pt reported experiencing inaccurate high results with a basic meter. The pt's blood glucose results were 129 mg/dl using capillary blood on the meter and 89 mg/dl using venous for the lab. Tests were done at the same time with a difference of 40%. Pt did not experience any adverse events. Dr increased evening humulin nph by 2 units. No further info has been reported.